Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device became hot to the touch during charging after approximately 15 minutes, whereas it had previously only become warm, raising concern about potential insulin degradation; no alerts or alarms occurred, blood glucose levels were unaffected, and a replacement device was provided. Symptoms included user concern regarding device heat without clinical adverse effects. Outcomes included device replacement and user hesitation due to needing to repeat the learning phase. Investigation included collection of event details and arrangements for device return for assessment. Investigation of this device did not reveal a charging-related overheating complaint consistent with a device hardware or battery/charging component issue, with no impact on glycemic control observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.